Manufacturer narrative:
Evaluation of the returned catrx confirmed a fracture proximal to the guidewire lumen. If the device is forcefully mishandled at an extreme angle during removal from the patient body, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician completed two passes with the catrx before removing it from the patient to perform an injection. Upon removal, the catrx was found to be fractured. Therefore, the catrx was no longer used in the procedure. The procedure was completed using non-penumbra devices. There was no report of an adverse effect to the patient.